Event description:
Provider alleges the tension in the footplate broke, causing the user to fall out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.